Event description:
It was reported that the patient received inappropriate shocks due to noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis revealed outer insulation abrasion at 21 cm from the connector, exposing the rv cables. However, the ptfe insulation on the rv cable was intact. The lead abrasion is consistent with that prodcued by friction with the ICD can.